Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case on display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported that she is unable to scroll down with the button and the insulin pump is stuck in the basal menu. Customer stated she is unable to move to the rewind menu. Customer does not recall any significant events leading to the keypad issue. Blood glucose 137 mg/dl. Nothing further reported.